Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: #(B)(4) the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 50% of the expected longevity.

Event description:
It was reported that the device experienced premature battery depletion presumably due to specific capacitor leakage and this issue was explained to the physician. It was communicated that follow-up will be performed 3 months later and the replacement schedule will be discussed then. The device is still in use. No patient complications have been reported as a result of this event.